Event description:
Pt reported receiving an 07 (system alarm) once a month and her blood glucose has been elevated (300-459 mg/dl). Pt indicated that she believed the device was the cause for the elevated blood glucose, but was unsure how. Pt indicated that the week prior, she had been hospitalized due to an infection.